Manufacturer narrative:
The insulin pump passed the functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No audio or beep anomaly or unexpected motor noise anomaly noted. No watchdog alarm anomaly noted. No black circle or icon anomaly noted. No moisture damage on the electronic stack, motor, battery tube and vibrato assembly noted. All operating currents are within specification. All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm noted. No unlocked lcd keypad connector during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer also reported that the insulin pump had a constant tone. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.